Event description:
The consumer reported using the prod for approx four hrs on her abdominal area. When the patch was removed, the consumer described skin removal and a burn in area worn. The consumer consulted with her personal physician at some unspecified point in time after the incident, and it is unk how the area was treated.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.